Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, the reported event of the mpu power cord having teeth marks was not confirmed. A review of the submitted controller event log file spanned approximately 8 days ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). On (B)(6) 2025 from 11:19:40 ¿ 11:22:24 while connected to the mobile power unit (mpu), the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with both power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. On (B)(6) 2025 at 15:34:44 and (B)(6) 2025 at 18:22:35 while connected to batteries, the no external power activated due to both power cables being disconnected simultaneously. The alarm cleared shortly after activating when the cables were reconnected. The backup battery was able to provide power to the controller during this no external power events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. There were no photos of the damaged power cord submitted for review. Additional information provided stated that the alarms resolved with a new mpu. It is unknown if the mpu had a v-lock connector, if the ac power cord came loose, or if there was a loss of power to the house. Multiple attempts were made to obtain additional information from the customer regarding the event and the serial number of the unit; however, no response was received. A root cause of the reported events could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient suffered "connect to power" and "no external battery" alarms while connected to mobile power unit (mpu). The mpu verified green when plugged into the wall but would alarm when patient connected. The mpu power cord had very small, nonpenetrative teeth marks which patient reports are from the patient's cat. Patient was attached to wall power when "connect to power" alarms began. In addition, the log file captured numerous power cable disconnect and no external power alarms on (B)(6) 2025, that appear to be occurring on both batteries and the mpu. Patient was connected to multiple batteries, the hospital's power module, and a new mpu without being able to recreate the alarms. The mpu was exchanged, and no further alarms occurred on the new mpu as of on (B)(6) 2025.